Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that currently, the stimulator is off as to not endanger the patient into receiving undesired stim or inconsistent stim. There is a lead replacement scheduled for (B)(6) 2024 and there is a plan to try to keep the leads to have them returned to be examined. The necessary hcp has scheduled a replacement for this patient.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 23-jan-2022, UDI#: (B)(4) ; product ID: 97 7a260, serial/lot #: (B)(6), ubd: 22-jan-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was report of lead fracture/damage/break. The rep does not know the extent of damage yet, but the leads will show complete malfunction in which there are no successful connections within the battery or on the impedance screen, but then will change depending on position to have some of the contacts work without all of them coming back. That results in intermittent therapy or unavailable therapy at all. It also results in the patient trying to turn up the device to get to perception and then receiving overstimulation. Patient was asked to move positions and some sense of connection was found before being lost again when returning to other positions. Patient just had a battery replacement. When the connections were tested, there were only a few contacts that appeared to have high impedances and were not usable resulting in the leads remaining in service. This must have been due to patient position on the table during the surgery and during programming on the bed. Patient also reported to another rep in the territory who was present during the battery replacement that he had fallen a few days before the replacement surgery date. He told me that he had not fallen in quite some time. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead, product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via the manufacturer representative reported that all leads were showing impedances of 40000 when interrogated in pre-op. The patient was initially scheduled for a lead revision due to the out of range messages. The doctor also saw that the leads were lower at t9 when they were originally placed at t8 during the initial implant. There were no other stimulation issues. The two leads were removed and replaced with new leads and the issue was resolved.